Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using a freestyle libre 3 plus sensor experienced a pairing failure alert after starting the sensor, after which the agent instructed the patient to rescan the sensor and activation was successful with the sensor already in warm-up. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included troubleshooting and user education. Investigation of this case revealed that the pairing failure resolved with a rescan, indicating a transient connectivity or initialization issue with the sensor-app pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity related and resolved through standard troubleshooting.